Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a low drain volume alarm was identified during a review of the event history log. A visual inspection was performed. During sample evaluation a low drain volume alarm was confirmed. The root cause was determined to be a faulty membrane gasket which was replaced to solve the issue. Afterwards, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a non-specific failure. There was no additional information provided. There was no report of patient injury or medical intervention associated with this event. No additional information is available.